Manufacturer narrative:
In the previous report the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient had a stroke and difficulty breathing. Medical intervention was not specified. The patient's information was not reported in the previous report. This is being filed to correct that information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient had a stroke and difficulty breathing. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 04/04/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient had a stroke and difficulty breathing. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the following from and external and internal inspection ui (users interface) knob missing. The air outlet port had dust-like contamination in it. Air inlet had white dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor dust-like contamination inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Pil observed the following from an internal and external inspection of humidifier ds6tflg (sn h110896496d46). Pil observed the following flip lid seal had unknown contamination on it. White and tan dust-like contamination, throughout humidifier enclosure. White and tan dust-like contamination on and under the heater plate. White dust-like contamination on the dry box seals and has yellowed. White dust-like contamination in the water tank. Unknown white and tan dust-like contamination in the iso port (international organization of standardization) the contamination found in the humidifier enclosure is considered not to be in the airpath. The source of contamination was most likely external to the device. Pil was unable to get care orchestrator information from device. Pil was unable to address the symptoms specified. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Box h was updated in this report.